Manufacturer narrative:
This customer reported five elevated blood lead test results. This report documents one patient result. Separate mdrs are filed for each of the results. The related report numbers are referenced in the respective 3500a forms for traceability.

Event description:
Regional point of care specialist (rpoc) reported that customer using the leadcare ii observed several elevated blood test results over the last four (4) weeks. The customer is a new user of the leadcare testing system. Technical services (ts) contacted customer to obtain additional information regarding the instrument in use, test kit lot, quality control results, patient results and any confirmation testing performed. On 2/11/26 customer reported via voicemail that there was not an issue with the leadcare ii test kit. The customer determined that operators had been applying multiple drops of specimen to the sensor instead of the single drop specified in the instructions for use. Ts requested access to all data associated with the elevated test results and any confirmatory testing performed. As a precaution, ts sent the customer cdc guidelines for capillary blood lead collection and the link to the FDA safety communication involving ram scientific safe-t-fill microcapillary blood collection tubes. On 2/13/26 customer reported that one of the elevated blood lead test results with leadcare ii was 4.9 ¿g/dl while confirmatory testing (on venous blood) was <1¿g/dl. On 2/16/26 customer reported that after correcting the application technique to a single drop to the sensor, two specimens were tested resulting in one elevated result and one normal. During further troubleshooting, customer stated they are unable to wash the collection site with soap and water prior to collection due to lack of sinks in patient rooms, and the closest sink would not be convenient to keep the child from touching things with their hands. The customer also indicated that after filling the capillary tube to the black line, the tube is temporarily placed on a paper towel until it goes to the instrument to be tested. Ts advised the customer to bring the capillary/plunger container and the treatment reagent buffer (tr) into the room and immediately after collection transfer the specimen into the tr. Customer indicated uncertainty regarding accommodations for hand washing and will evaluate options with their rpoc.